Event description:
Patient complained IV port was leaking, port was checked and tightened. Then patient complained of right sided pain where port site was. Injection was completed and infiltrate was noticed and reported to the rn and md. Approximately 40ml of omnipaque 350 infiltrated.